Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 300mg/dl at the time of the call. Troubleshooting was performed and found that the customer's blood glucose is not coming down. Customer was advised to follow up with their doctor regarding their blood glucose and to call back if further assistance is needed.